Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine, hydromorphone, and baclofen (unknown) at unknown concentration/dose via an implantable pump for spinal pain. The hcp reported that the patient came in to emergency room (ER) and was apneic, pinpoint pupils and they were not sure if pump was malfunctioning. Additional information was received from the patient representative (rep) reporting that the patient had an magnetic resonance imaging (MRI) last month somewhere between the 26th and the 29th. The patient rep stated they were advised the patient didn't need to go in and have the pump looked at, but ever since then the patient has been out of it and a little disoriented. The patient rep mentioned the patient was currently in the emergency room (ER). The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.